Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. The physician tried to insert the stent over the guidewire and without much push force, the delivery shaft was fractured at about 35cm from the hub of the catheter outside the hemostasis valve. The physician was able to grab the remaining shaft outside the hemostasis valve and pull it out of the guide catheter by hand without issue. The procedure was completed with a different device and there were no patient complications reported and the patient status was good.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. The physician tried to insert the stent over the guidewire and without much push force, the delivery shaft was fractured at about 35cm from the hub of the catheter outside the hemostasis valve. The physician was able to grab the remaining shaft outside the hemostasis valve and pull it out of the guide catheter by hand without issue. The procedure was completed with a different device and there were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 20.8 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.